Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump alarmed occlusion while in use with the 250ml cassettes and a qimono system (by vygon). Cassettes were filled according to 5fu protocols (138ml or 192ml or 240ml). After preparing other cassette, the medication could be administered. It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.